Event description:
It was reported that the patient was having difficulty transmitting readings from their cardiomems patient electronics device and that the patient was hospitalized for fluid volume overload. The patient was treated with diuretics and has been discharged. Prior to the hospitalization the abbott remote care team had made multiple attempts to contact the patient to assist with their transmission difficulties but they were unable to reach them. The patient reported they do not answer calls from unknown numbers.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. A review of the merlin logs confirmed that no patient readings were sent since (B)(6) 2024. The communication problem remained unresolved after multiple attempts were made to contact the patient without success. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.